Manufacturer narrative:
This report is for an unknown screws: locking / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during a hardware removal surgery, one of the heads of the unknown distal locking screws sheared off while the surgeon was removing them. The other five (5) unknown locking screws, three (3) unknown cortex screws and one (1) variable angle (va) locking compression plate (lcp) distal radius plate were removed from the right radius without incident. When the surgeon was able to see the shaft of the screw, it was noted that it was flush in the volar cortex. The surgeon then used a small curette to expose the shaft and a heavy needle driver to grab and remove the broken portion of the screw. There was a surgical delay of five (5) minutes. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: unknown locking screws (part # unknown, lot # unknown, quantity 5), unknown cortex screws (part # unknown, lot # unknown, quantity 3), va lcp distal radius plate (part # 02.111.730, lot # unknown, quantity 1), unknown extraction instrument (part # unknown, lot# unknown, quantity 1). This report is for one (1) unk - screws: locking. This is report 1 of 1 for (B)(4).